Event description:
A facility representative reported with a description of damaged intraocular lens (iol). There was no injury to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as there was no patient contact with the product and the issue was noted during loading/priming. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the lens was difficult to get out of cartridge and was damaged during loading with no patient contact.